Event description:
The initial reporter questioned high results not corresponding to the clinical picture for 1 patient tested for elecsys estradiol iii (estradiol iii) on a cobas e 801 analytical unit. The initial result "the morning" was >3000 ng/l. The repeat result was >3000 ng/l. A new sample was obtained in "the afternoon" and the initial result was 654 ng/l. The repeat result was 677 ng/l. On (B)(6) 2024 a new sample was obtained and the result was 129 ng/l. This result corresponded to the patient¿s clinical picture.

Manufacturer narrative:
The e801 analyzer serial number is (B)(6).

Manufacturer narrative:
The initial results of >3000 ng/l were accompanied by a data flag. The customer stated qc was acceptable. No issues were identified during a review of the alarm trace data. The patient may be using hormone replacement therapy. A general reagent issue was excluded as qc was acceptable. The investigation determined the event was consistent with sample contamination (hormone replacement therapy gel).